Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient explained how she was not feeling the stimulation and there was blood on her back. Patient informed she was visiting the emergency room as there was blood and she's concerned that she may have pulled the leads. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# serial# unknown implanted: explanted: product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.